Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ambicor penile prosthesis (app) and noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort in his penis due to his ambicor penile prosthesis (app) did not completely deflate. A surgical procedure was performed to replace the device with an inflatable penile prosthesis. The patient fully recovered.